Event description:
International affiliate reports the pump was implanted in 1991 and used for pain therapy. In 2002, after a refill, overdose symptoms were recognized. Radiologic investigation found fluid in the pump pocket and the pump was explanted and replaced.